Event description:
It was reported that the patient's right atrial (ra) lead showed unstable threshold and was unable to capture due to exit block. The system was set to ventricular pacing only, resulting in patient fatigue and weakness. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).